Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error 25, problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm and notification light stopped flashing immediately. Customer blood glucose value was 240 mg/dl at the time of the incident. Customer was able to successfully clear the alarm also able to complete pump rewind. Customer stated insulin pump had not been exposed to temperatures below 41°f. The device will be returned for analysis.